Event description:
It was reported that the patient underwent a posterior fixation procedure to treat degenerative scoliosis. It was reported that the setscrews did not seat on a rod correctly. It was indicated that there is a burr on the thread of the setscrew. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the threads. The above observations are consistent with misalignment of the mas and set screw during construct assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.